Manufacturer narrative:
A review of the subject device DHR confirmed that the subject device was manufactured and tested according to relevant procedures, tested before release, and shipped according to manufacturer's specifications. The system was manufactured on 31-may-2015 and installed at the customer's site on (B)(6) 2015. A lumenis service engineer visited the site six (6) days after the reported event and performed inked fiber tests on all bricks individually and found all bricks required alignment. Performed all laser calibration and found all values within spec. Restarted unit in user mode and encountered no errors, but in the middle of power output validation, encountered error 153 calling out a shutter failure, which couldn't be avoided after two restarts. Will return to replace shutter solenoid or pyro board. The engineer returned and replaced shutter solenoid and verified alignment and power calibration, performed safety checks, operational and safety tests, and the system was returned to the facility having met manufacturer specifications and safe/ready for use. A review of historical product complaints shows that the same malfunction of shutter failure has not led to serious injury in the past. By design, the shutter position sensors are checked in standby and ready before the foots-witch switch is depressed. If both sensors are blocked or unblocked, the error will appear and the laser will disable lasing until the error is corrected. A review of system risk files ((B)(4)) revealed risk #2.4.2; system failure which have the potential to lead to ineffective treatment which may require prolonged procedure -or- re-operation. The risk likelihood has been quantified and found to be remote, and the risk has been characterized and documented as acceptable within full risk assessment. Although the device malfunction did not cause or contribute to any change in the patient's condition, it is uncertain if the user facility had to use the alternate device as intervention to prevent permanent damage. In an abundance of caution, lumenis is reporting this malfunction. According to the gso expert based on the age of the system five (5) years, wear could have likely played a role in the shutter solenoid failure. In mar-2016, a new solenoid rotary manufacturer was added through (B)(4) due to low reliability of the existing one. The system involved in this complaint was produced prior to this design change implementation. Therefore, no additional corrective or preventive action is determined necessary. Lumenis is closing this complaint, but will continue to monitor this failure mode; complaint trending will continue to monitor per global complaint handling sop (doc no. (B)(4)) and per post marketing surveillance procedure (doc no. (B)(4)).

Event description:
A user facility reported that during a lithotripsy procedure in which a lumenis pulse 120h laser was being utilized, the system stopped working. Unable to continue with the system an alternate device was brought in to complete the procedure. No report of patient complications was received, and no report was received alleging the device malfunction caused or contributed to any change in the patient's condition.